Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login to the station. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the affected station and successfully logged in without errors, confirming normal functionality, checked the main server and did not locate the user account associated with the reported issue, requested confirmation on whether the issue was affecting a single user or multiple users, and asked for the specific username if available. Tss advised that if the issue was isolated to a single user, it was likely related to account access or permissions and recommended coordination with the hospital information technology team for verification. Good faith attempts were made to get the additional information, but no response received from the customer. The system functioned as intended after the technical support specialist investigated the device.